Manufacturer narrative:
H.6. Investigation: a 42081e-0006 product was not available for investigation, however the customer provided a video of the affected sample to assist the investigation; analysis of the video identified leakage at the upper drip chamber tubing joint. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. H3 other text : see h.10

Event description:
It was reported that the gra set unv bld w/180 flt 1ss dehp free experienced leakage. The following information was provided by the initial reporter: while using double lumen blood set giving set for blood transfusion, one of the tubes was leaking before the chamber later we did change the set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gra set unv bld w/180 flt 1ss dehp free experienced leakage. The following information was provided by the initial reporter: while using double lumen blood set giving set for blood transfusion, one of the tubes was leaking before the chamber later we did change the set.